Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported that they were injected with an unknown juvéderm® 6 months ago in the area around the mouth. Patient started noticing two to three granulomas (biopsy was not provided) under their mouth near the chin. They were treated with hylenex but wondered if covid vaccine cause granulomas to appear.